Event description:
The customer reported that while preparing the unit for use on a pt, the unit would not power up. The pt was switched to another unit and therapy was initiated. No pt injury was reported.